Manufacturer narrative:
The reported event could be confirmed. The device was not returned but evidences were provided, based on the provided photo which matches the alleged failure and based on the reported data in the event description. The provided photo showed that the multidirectional screw is broken at the first threads of the screw head. The screw threading under the screw head was remained implanted into the patient. The event description reported that a motorized screwdriver was used ("[...] The 4.5mm x 44mm multidirectional screw used with the reverse 2 baseplate was powered into the baseplate at a slow speed (...)") Which may have generated an excessive motorized torque on the screwhead threading, whereas the use of a manual screwdriver is recommended in the current surgical technique. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by inadequate training of the hcp. A review of the device history for the reported lot did not indicate any abnormalities. There was no similar complaint reported within the same lot. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Locking screw from reverse 2 glenoid system broke off when tightening. The 4.5mm x 44mm multidirectional screw used with the reverse 2 baseplate was powered into the baseplate at a slow speed and once the locking threads started to engage the driver was removed, however the head of the screw came off with the driver. The locking threads on the screw did engage with the locking islet, however in a revision situation there is no head of the screw to aid the removal.

Event description:
Locking screw from reverse 2 glenoid system broke off when tightening. The 4.5mm x 44mm multidirectional screw used with the reverse 2 baseplate was powered into the baseplate at a slow speed and once the locking threads started to engage the driver was removed, however the head of the screw came off with the driver. The locking threads on the screw did engage with the locking islet, however in a revision situation there is no head of the screw to aid the removal.

Manufacturer narrative:
The device will not be returned as it remains implanted. If additional information becomes available, it will be provided in a supplemental report. Head of screw was disposed of during the case.